Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patients husband reported "with regular contours, presenting some accommodation folds," and "solid nodules with benign echographic characteristics." This is for the right side. The device remains implanted. Patient representative later reported "severe pain in the breasts, capsular contracture baker grade unknown, swelling and asymmetry", " and being "extremely distressed" due to recall.